Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 10 mg/ml, dose 3.997 mg/day) via an implantable pump for non-malignant pain. The event date was unknown. With the catheter, it was felt there was a cerebrospinal fluid leak (csf) in the healed back incision with a small pocket of fluid collection. Patient was reporting no pain relief (also reported as wasn't receiving good pain relief). Patient also said she did not have the pump refilled in january when the pump began beeping, thus patient reported going through withdrawal symptoms (nausea). The company representative inquired why she did not have the pump refilled and she reported the managing doctor didn't feel she was receiving drug intrathecal so the company representative guesses it was decided to not refill the pump. It was unknown as to what factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting were performed, the company representative read the logs when he interrogated the pump prior to the catheter revision on this report date and the logs showed a low reservoir alarm occurred on (B)(6) and empty reservoir alarm occurred on (B)(6). A revision was performed during which the doctor observed the catheter, cut it, good cerebrospinal fluid was seen, he put a connector on and apparently everything was ok then. The patient was referred back to the pain managing doctor for a refill. At the time of this report, it was unknown as to whether the issue was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.